Manufacturer narrative:
A3: patient is male. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. Implant information is not available at this time.

Event description:
Related manufacturer reference number: 1627487-2021-00928. It was reported that the patient experienced ineffective therapy due to their system auto-reducing. Troubleshooting revealed high impedances due to a lead fractures. As a result, surgical intervention may be undertaken in the future.